Event description:
The ge oec 9900 fluoroscopy sys would not boot up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective rtos pcb, that was removed and replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.